Event description:
A us distributor contacted zoll to report that a patient has a preexisting condition under the lifevest equipment. Patient described the area as broken ribs caused by CPR .there was no alleged device malfunction contributing to the irritation. The patient reported speaking to doctor, but there is no indication of medical intervention specifically for the rash. Reporting out of an abundance of caution. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.